Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008:[missing records: operative report for exploratory laparotomy and splenectomy were not provided] (B)(6) year null: [missing records: records from the ¿prior ventral hernia repair done laparoscopically with physiomesh¿ were not provided.] (B)(6) 2012: [unknown facility]. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia with massive amounts of intestine adhesed to the physiomesh. Procedures: laparoscopic lysis of adhesions. Re-approximation of prior-incorporated physiomesh to abdominal wall. Ventral hernia repair with a 20 x 25 cm gore-tex dual-mesh. Surgeons: dr. (B)(6) , dr. (B)(6) , and dr. (B)(6) . Indications for procedure: the patient is a 70-year-old man who had a prior ventral hernia repair done laparoscopically with physiomesh who had a recurrence and elected for re-repair of his ventral hernia. Details of procedure: ¿the patient was taken to the operating room and placed in the supine position on the operating room table. Bi lateral scds were placed. No beta blockade was indicated. He received 2 gram; of kefzol IV and 40 mg of enoxaparin subcutaneously prior to the induction of anesthesia. Once the appropriate ievel of endotracheal tube anesthesia was reached, the patient was placed with his arm; out. An ng tube was placed. A foley catheter was placed. Next, a time-out was taken. A 5-mm incision was made in the left upper quadrant. A veress needle was introduced into the abdominal cavity. A saline drop test confirmed placement. Once this was done, the abdomen was insufflated to 15 cm of co2 pressure. A 5 mm visiport trocar was placed in the left upper quadrant under direct visualization. This was subsequently converted to a 12-mm port. The abdomen was inspected and found to have a copious amount of small intestinal adhesions up to the physiomesh. The inferior aspect of the mesh had pulled off the abdominal wall, creating the hernia. An additional 5-mm port was placed in the periumbilical area on the left under direct visualization, and a 12-mm port was placed in the left lower quadrant. These ports were used to free the adhesions off the physiomesh using sharp dissection with endoshears. The intestine was incorporated into the mesh in multiple areas with dense adhesions which required bovie cautery dissection, as well as endoshear dissection. After an hour of lysing adhesions, the physiomesh was freed up. The mesh was tacked to the inferior abdominal wall just to get it flush against the abdominal wall. The abdomen was inspected for hemostasis, which was achieved. There were no injuries to the underlying intestine on direct inspection. A 20 by 25 cm piece of gore-tex dual mesh was placed over the abdominal wall and cut to the appropriate size. Sutures of 0 ethibond were placed at the four corners of the mesh. The mesh was placed into the abdominal cavity and the sutures were brought out using a carter-thompson device and secured to the abdominal wall. The mesh was then stapled circumferentially in three circles from inside to outside using the protack. Approximately 60 protacks were used in all. There was greater than 5-cm overlap on all aspects of the hernia and there were no edges of the mesh hanging down at all. The abdomen was again inspected for hemostasis, which was confirmed. They were removed under direct visualization. The 12-mm port sites were closed using #0 vicryl on a ur-6 needle and s-retractors. The other port sites were closed using monocryl suture. The wounds were sealed with dermabond. The patient was aroused from anesthesia and transferred to the pacu in stable condition.¿. (B)(6) 2012: [unknown facility]. Implant record. Expiration date: feb 2012. Vendor: gore. Model: dualmesh ref. 1dlmcp07. Lot/serial number: (B)(4). Size: 20.0 cm x 30.0 cm x 1.0 mm. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/7375009) was implanted during the procedure. Records between 01/06/12 and 10/21/14 were not provided. (B)(6) 2014: [unknown facility]. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Small bowel obstruction. Postoperative diagnosis: incarcerated ventral hernia. Small bowel obstruction. Procedures: exploratory laparotomy. Lysis of adhesions. Release of small bowel obstruction. Complex abdominal closure with modified israeli repair and overlay mesh. Operative indications: this is a 73-year-old gentleman who had a history of ventral hernia repair with mesh in 2010 and 2012. He presented with small bowel obstruction with the transition point at the mesh, failed to progress after conservative management. Surgical intervention was indicated. Description of procedure: ¿the patient was brought to the operating room and placed on the operating table. At this time a timeout was performed with both surgery and anesthesia attendings present in the room verifying the patient by his name, social security number, site of procedure, procedure to be performed, and any special mesh or equipment in the room. After this, general endotracheal anesthesia was induce. The abdomen was prepped and draped in the normal sterile fashion. We started off with a midline incision and dissected through the superficial and deep fascia. Hemostasis was achieved with electrocautery. At this time when we got to the deep fascia, just at the preperitoneal fascia we felt the previous mesh. Careful dissection was done in the midline and care was taken not to damage any bowel during our dissection. After we entered the peritoneal cavity, we found dense adhesions between the small intestine, the abdominal wall, and the previous mesh. Careful sharp dissection was done to free the small bowel from the abdominal wall and the mesh. Multiple adhesions were seen and were lysed. Care was taken again not to damage any bowel and no enterotomies were made. Once all the small bowel adhesions were lysed, we ran the small bowel from the ligament of treitz to the ileocecal junction. There was clearly proximal dilated and distal decompressed bowel which was seen, and there were no signs of any compromised bowel or bowel ischemia. Once the entire bowel was decompressed, the abdomen was irrigated. After this, we turned our attention to the abdominal wall. Any redundant part of gore-tex mesh from the previous operation was removed along with the tacks and we made sure that we would have fascia to close the abdominal wound. A complex abdominal closure was attempted at this point and a modified israeli repair was done. The posterior fascia was closed with figure-of-eight prolene sutures. The anterior fascia was mobilized from the rectus abdominis muscle medially and primarily closed. This layer was then superimposed by an overlay ultrapro mesh which was sutured to the fascia with running pds sutures. Hemostasis was again achieved using electrocautery. Two jp drains were placed on either side of our incision between the mesh and the skin. The subcutaneous tissue was closed with 3-0 vicryl sutures and the skin was closed with interrupted nylon mattress sutures. The patient tolerated the procedure well with no complications and was taken to the surgical ICU in an intubated condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2014 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) (B)(6). It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2012, whereby a gore® dualmesh® biomaterial plus was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, adhesions to small intestine, surgery to remove mesh, inflammation, small bowel obstruction, compromised bowel, hernia recurrence, abdominal wall reconstruction, and foreign body giant cell. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012, post op note: ¿no evidence of recurrence. No left inguinal hernia¿. (B)(6) 2014, pathology: ¿hernia mesh, it consists of a segment of surgical mesh with attached soft tissue measuring 8.9 x 7.5 x 3.5 cm in aggregate¿. ¿hernia mesh and soft tissue, excision: fibrovascular connective tissue lines by mesothelium and adipose tissue with mild chronic inflammation. Mesh with giant cell reaction¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation; f1901: an additional surgical procedure. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1932, 2240 and code 3191 is being used for "compromised bowel", "hernia recurrence" "abdominal wall reconstruction" "foreign body giant cell" were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2012 through (B)(6) 2014 were not provided. Patient information: medical history: (B)(6) 2012: recurrent ventral hernia, adhesions; (B)(6) 2014: incarcerated ventral hernia, small bowel obstruction, dense adhesions surgical procedures: unknown date: ventral hernia repair with physiomesh; (B)(6) 2012: lysis of adhesions; re-approximation of prior-incorporated physiomesh to abdominal wall; ventral hernia repair with a 20 x 25 cm gore-tex dual-mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2014: exploratory laparotomy; lysis of adhesions; release of small bowel obstruction; complex abdominal closure with modified israeli repair and overlay mesh implant preoperative complaints: (B)(6) 2012: ¿indications for procedure: the patient is a 70-year-old man who had a prior ventral hernia repair done laparoscopically with physiomesh who had a recurrence and elected for re-repair of his ventral hernia.¿ implant procedure: laparoscopic lysis of adhesions. Re-approximation of prior-incorporated physiomesh to abdominal wall. Ventral hernia repair with a 20 x 25 cm gore-tex dual-mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp07/7375009, 20cm x 30cm x 1mm thick.] Implant date: (B)(6) 2012: wound classification: unknown. Findings: ¿postoperative diagnosis: recurrent ventral hernia with massive amounts of intestine adhesed to the physiomesh.¿ description of hernia being treated: ¿a 5-mm incision was made in the left upper quadrant. A veress needle was introduced into the abdominal cavity. A saline drop test confirmed placement. Once this was done, the abdomen was insufflated to 15 cm of co2 pressure. A 5 mm visiport trocar was placed in the left upper quadrant under direct visualization. This was subsequently converted to a 12-mm port. The abdomen was inspected and found to have a copious amount of small intestinal adhesions up to the physiomesh. The inferior aspect of the mesh had pulled off the abdominal wall, creating the hernia. An additional 5-mm port was placed in the periumbilical area on the left under direct visualization, and a 12-mm port was placed in the left lower quadrant. These ports were used to free the adhesions off the physiomesh using sharp dissection with endoshears. The intestine was incorporated into the mesh in multiple areas with dense adhesions which required bovie cautery dissection, as well as endoshear dissection. After an hour of lysing adhesions, the physiomesh was freed up. The mesh was tacked to the inferior abdominal wall just to get it flush against the abdominal wall. The abdomen was inspected for hemostasis, which was achieved. There were no injuries to the underlying intestine on direct inspection.¿ implant size and fixation: ¿a 20 by 25 cm piece of gore-tex dual mesh was placed over the abdominal wall and cut to the appropriate size. Sutures of 0 ethibond were placed at the four corners of the mesh. The mesh was placed into the abdominal cavity and the sutures were brought out using a carter-thompson device and secured to the abdominal wall. The mesh was then stapled circumferentially in three circles from inside to outside using the protack. Approximately 60 protacks were used in all. The abdomen was again inspected for hemostasis, which was confirmed. They were removed under direct visualization. The 12-mm port sites were closed using #0 vicryl on a ur-6 needle and s-retractors. The other port sites were closed using monocryl suture.¿ explant preoperative complaints: (B)(6) 2014: ¿indications: he presented with small bowel obstruction with the transition point at the mesh, failed to progress after conservative management. Surgical intervention was indicated.¿ explant procedure: exploratory laparotomy. Lysis of adhesions. Release of small bowel obstruction. Complex abdominal closure with modified israeli repair and overlay mesh. Explant date: (B)(6) 2014: wound classification: unknown; findings: ¿postoperative diagnosis: incarcerated ventral hernia. Small bowel obstruction.¿ operative report: ¿we started off with a midline incision and dissected through the superficial and deep fascia. Hemostasis was achieved with electrocautery. At this time when we got to the deep fascia, just at the preperitoneal fascia we felt the previous mesh. Careful dissection was done in the midline and care was taken not to damage any bowel during our dissection. After we entered the peritoneal cavity, we found dense adhesions between the small intestine, the abdominal wall, and the previous mesh. Careful sharp dissection was done to free the small bowel from the abdominal wall and the mesh. Multiple adhesions were seen and were lysed. Care was taken again not to damage any bowel and no enterotomies were made. Once all the small bowel adhesions were lysed, we ran the small bowel from the ligament of treitz to the ileocecal junction. There was clearly proximal dilated and distal decompressed bowel which was seen, and there were no signs of any compromised bowel or bowel ischemia. Once the entire bowel was decompressed, the abdomen was irrigated. After this, we turned our attention to the abdominal wall. Any redundant part of gore-tex mesh from the previous operation was removed along with the tacks and we made sure that we would have fascia to close the abdominal wound. A complex abdominal closure was attempted at this point and a modified israeli repair was done. The posterior fascia was closed with figure-of-eight prolene sutures. The anterior fascia was mobilized from the rectus abdominis muscle medially and primarily closed. This layer was then superimposed by an overlay ultrapro mesh which was sutured to the fascia with running pds sutures. Hemostasis was again achieved using electrocautery. Two jp drains were placed on either side of our incision between the mesh and the skin. The subcutaneous tissue was closed with 3-0 vicryl sutures and the skin was closed with interrupted nylon mattress sutures.¿ (B)(6) 2014: pathology: ¿hernia mesh and soft tissue, excision: fibrovascular connective tissue lines by mesothelium and adipose tissue with mild chronic inflammation. Mesh with giant cell reaction.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use state: staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. ¿staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7375009. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.